Event description:
It was reported that during a stent treatment procedure, stent damage occurred. The target lesion was located in a moderately calcified, distal right coronary artery. After predilatation, the 3.5 x 38mm promus element stent delivery system (sds) was introduced. The sds could not cross the lesion, although many attempts were made. The sds was removed and the lesion dilated once more. After the sds was re-introduced, it was noticed that the stent edge had become damaged. The sds was removed and the procedure completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a stent treatment procedure, stent damage occurred. The target lesion was located in a moderately calcified, distal right coronary artery. After predilatation, the 3.5 x 38mm promus element stent delivery system (sds) was introduced. The sds could not cross the lesion, although many attempts were made. The sds was removed and the lesion dilated once more. After the sds was re-introduced, it was noticed that the stent edge had become damaged. The sds was removed and the procedure completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device found stent damage. One strut at the center of the stent was lifted up. The stent was more severely damaged at the proximal end where struts of the first two rows were bunched together. This type of damage is consistent with the stent meeting resistance upon withdrawal. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).